Event description:
The hcp reported that the device was removed due to inconsistent results with titrations. The pump contained compounded baclofen 3000 mcg/ml at a daily dose of 1179 mcg/day. A catheter study was attempted. But the hcp was unable to withdrawal from the sideport; the study was aborted. Cerebrospinal fluid was withdrawan from the distal portion after the catheter was cut. The hcp was then able to flush from the sideport to catheter resection. The entire system was removed - implant duration was 15 months. The hcp was concerned about possible "bacteriostatic filter occlusion due to compounded drug." Final patient outcome was not reported. A follow-up report will be sent if additional information becomes available. Same as manufacturer's report #: 2182207200602254.